Event description:
It was reported that the indirect decompression spacer had migrated and the patient's pre-existing pain had returned. It was also noted that on x-ray examination it was seen that one of the cam lobes from the spacer was bent which was most likely from a bulbous spinous process. The patient underwent a procedure where the spacer was removed and a new spacer was implanted. The procedure was completed successfully and the patient had fully recovered.